Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot release records reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported blood glucose values in the high 300 mg/dl range. When she removed the pod she noticed there was no cannula. Time: 10:37pm, blood glucose (mg/dl): 107; 4:36 am, 277.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.